Manufacturer narrative:
The associated complaint devices were not returned. A review of complaint history did not reveal additional complaints for the listed batches. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. The medical investigation concluded that the root cause for the first revision cannot be determined. It is unknown if early weight bearing or the patient¿s body habitus with a bmi of 32.36 contributed to the problem. The second revision¿s clinical information may be consistent with a reaction to metal debris. However, the source and the root cause cannot be determined with the available documentation. It is noted that this occurred only 3 years post the primary implantation. The root cause for the third revision was likely the documented ¿aseptic acetabular loosening¿. It is unknown how much the combination of components contributed to this event. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that a revision surgery was performed on the patient on (B)(6) 2013 due to implant failure. Femoral head was explanted. No complications reported. Related to events in MDR 3005975929-2018-00219 and MDR 3005975929-2018-00267.

Event description:
It was reported that a revision surgery was performed on the patient due a failure of the competitor acetabular component. Competitor device presented loosening. The smith&nephew femoral head and sleeve were removed. No complications reported.

Manufacturer narrative:
Event,concomitant medical products, and if follow-up, what type contain additional information.